Event description:
It was reported that the patient experienced a loss of therapeutic effect. An open circuit was identified. X-rays taken on (B)(6) 2012 did not clearly show a problem, but some fuzziness in the lower channel of the header block caused suspicion that the extension was not fully seated. The patient underwent a revision on (B)(6) 2012. During the procedure, both extensions were disconnected from the implantable neurostimulator and the contacts were cleaned, dried, and reconnected into the header. Impedances were then within normal limits and therapy was re-established.

Manufacturer narrative:
(B)(4). Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Lead: model 3387s-40, lot# v476625, implanted: (B)(6) 2010, explanted: unk. Lead: model 3387s-40, lot# v476625, implanted: (B)(6) 2010, explanted unk. Programmer: model 37642, serial# (B)(4).